Event description:
61 year old female implanted on (B)(6) 2024. On (B)(6) 2024 patient reported discharge coming out at the bottom of incision. Patient stated it doesn't hurt just a little swelling. The patient was treated with bactrim and recovered as of (B)(6) 2024.